Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger analysis of the recharger, model 97755, s/n (B)(6) found it got hot after running at relay box. Recharge antenna failure with poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller reported patient was having issues charging their implanted neurostimulator and the issue began sometime this year. Caller stated the controller went from 100% to 0% while charging the implant and paddle got hooter than normal. An email was sent to the repair department to replace the recharger. Mdt rep requested a replacement li bp as well, agent reviewed info and pt will call if issue persists with new recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.